Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, the customer was experiencing an inaccurate continuous glucose monitor (cgm) reading issue with the non-tandem sensor, and delivered a correction bolus based off of the incorrect cgm values. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.